Manufacturer narrative:
Concomitant products: w1dr01 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a unipolar lead impedance warning. Impedance was noted to be low and out of range. It was reported that the ra lead exhibited potential for atrial under sensing. It was reported that the ra lead subsequently exhibited possible atrial over sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.